Event description:
It was reported by the patient that, three weeks post-implant of this inflatable penile prosthesis (ipp), he has not been able to inflate the device. He stated that, when pressing the bulb, he experiences pain. He also noted that the pump feels hard and does not pump the fluid. No additional patient complications were reported.